Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that chronically high thresholds were noted on the right ventricular (rv) lead. The lead was capped and replaced during an upgrade procedure. No patient complications have been reported as a result of this event.